Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: unknown, item name: unknown m2a cup, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown.

Event description:
It was reported patient underwent right hip revision approximately eight years post-implantation due to pain, elevated ion levels and pseudotumor. Postoperative diagnosis was adverse tissue reaction. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected d11: item # 139252/ m2a-magnum 42-50mm tpr insrt-6/ lot # 841270. Item# 180000/ balance primary hip 7 x140 rt / lot # 249540. Item # us157852/ m2a-magnum pf cup/lot # 737680. Device was returned and evaluated against the complaint. Visual inspection found scratching and scuffing on the outer radius of the head that is consistent with a metal on metal construct. The rim of the head is also scratched and dented. The adapter protrudes from the head due to attempts to disassemble the devices. The adapter is also cut from the outer radius towards the inner diameter. The adapter also exhibits red-orange discoloration the additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision procedure due to adverse reaction to metal debris from right metal on metal hip replacement. The patient had elevated metal ions (serum cobalt - 119 and chrominum 110). MRI exam done pre-operatively identified pseudo tumor. There was a gush of fluid from the joint. The femoral head was removed . A diamond wheel had to be used to completely remove the femoral head as it was difficult to disengage the femoral head from the stem. An active articulation construct and a biolox delta option ceramic head 28mm were used to complete the procedure. The patient tolerated the procedure well. Reported event was confirmed by review of medical records provided. The received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.